Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted. The lead dislodged after the left ventricular (lv) lead was positioned. Attempts to reposition was complicated by helix extension issues. The lead was tested on the pacing system analyzer (psa) and exhibited impedance measurements greater than 4,000 ohms. The lead was removed without incident. The helix mechanism was tested on the table outside of the body and the helix would not retract. No adverse patient effects were reports. No adverse patient effects were reported.